Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was poor contact of the flat connector, which showed no image, on a visera pro video system center. The event occurred during reprocessing. There was no procedural or patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegations (flat connector contact failure and no image) were not confirmed. However, device evaluation noted the connection was possible but image noise was observed due to defective connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.